Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
(B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the insulation was abraded at 53.3 cm to 53.4 cm. The abrasion is consistent with constant friction with another implantable device.

Event description:
Additional information, it was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.